Event description:
The customer reported that erroneously low total protein (tp) results were generated on a unicel dxc 600 synchron system for an undisclosed number of patients on a single overnight shift. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of fourteen patients. The initial tp results were initially low, and upon repeat on the same instrument, generated higher results that were regarded as valid. Corrected reports were issued. Initial tp results were reported outside of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched. Beckman coulter inc. Assessment of customer supplied chemistry instrument performance results indicated that tp reagent cartridges, 1c6 and 1ca, which were in use during the time of the event recovered acceptable quality control (qc) results prior to the event. After the event, 1c6 cartridge qc results recovered with suppressed results and "out of instrument range low" flags, while 1ca. Quality control results recovered within specification. The customer replaced the tp cartridge 1c6 and the issue appeared to have been resolved. A definite root cause of the event has not been determined to date, however, the replacement of the 1c6 tp reagent cartridge appears to have resolved the issue.